Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer showed an informational power on reset (por) when they tried connecting to their ins. During the call the patient cleared the por. The patient then connected their ins recharger (insr) to their ins and was able to charge their ins. The patient again verified that their por was cleared. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.